Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected blank display noted. The device passed the self-test. All buttons functioning properly. No damage in the keypad assembly noted. The connector was inspected and properly connected. The device was received with scratched case, cracked battery tube threads, cracked case at battery tube side and fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a blank display. The spring was damaged. The customer was changing the battery when insulin delivery stopped because the insulin pump froze. It did not let the customer do anything because the screen was black. Customer's blood glucose level was 252 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.